Event description:
During my first mammogram, my right breast implant ruptured. The technician performed "push back" views of my breast implants to obtain images of my breasts, and in doing so she aggressively manipulated my implants, causing one to rupture. She also overcompressed my implants between the breast plates of the mammogram machine, causing significant pain and discomfort.